Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, a broken piece of glass from the ampule came out. The surgeon was pushing hard on the device before the glass came out. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): actual device was returned for evaluation. Visual inspection revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.